Event description:
The manufacturer became aware of an allegation related to a rep dreamstation auto CPAP device. The manufacturer received information alleging that the patient had headache, and long time sinus infection. Patient also states that pressure is too high. Patient went to ent. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.